Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle is clogged while using bd safetyglide¿ needle. No patient impact reported. The following information was provided by the initial reporter: not drawing up medicine or pushing out.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 18-jul-2022. H.6. Investigation summary: four hundred and fifty safetyglide needles in sealed packages from batch 2007149 were received and evaluated. Fifty samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Of the fifty samples one sample did not expel the solution, needle is clogged. Based on the investigation with the sample analysis the symptom reported is confirmed. It could be possible that a process variation occurred at the lubricant application process and not detected in the next processes. Verification of the lubricant application process was performed. The settings and alignment of fixtures was correct. The flow of product was good. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that needle is clogged while using bd safetyglide¿ needle. No patient impact reported. The following information was provided by the initial reporter: not drawing up medicine or pushing out.